Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. The reported blood glucose reading at the time of the call was 124 mg/dl. The customer stated that prior to the event, he got up in the middle of the night to use the restroom and then lost consciousness. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self test. The customer was unable to perform the displacement test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.